Manufacturer narrative:
Related regulatory report# for patient's other ins: 6000030-2020-00105. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal /pelvic floor therapy. It was reported that a consumer had heard via (B)(6) that an unknown patient was shocked when they go into stores. On march 11th the initial reporter called back to provide the name of the patient who commented on a (B)(6) post that they get shocked when they go into stores. It was noted from patient registration that this patient had 2 ins implanted on the same date. No further details were provided or known.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp). They had not seen the patient in six months, and at that time there was no mention of ins issue. The device was last checked three years ago, which was about four years after implant. No device issue alleged / identified. No patient symptoms or complications were reported.